Event description:
Patient's rhythm was observed to have an arrhythmia, but monitor did not alarm. The rhythm changed was denoted by a vertical blue line that stated the date and time. The rhythm changed terminated back to patient's prior rhythm. Full disclosure revealed the event. Biomedical engineering was notified. The charge nurse is aware of this issue to observe and follow up.